Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2007 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced retention, adhesions and hematuria. It was reported that the patient underwent gynecological surgery concurrently with laparoscopic abdominal vaginal hysterectomy, anterior and posterior repair. It was reported that patient underwent resection of mid portion of prolift at the apex of the vagina, cystoscopy checking for graft exposure in the bladder, post gynecological procedure cystoscopy with indigo carmine dye on (B)(6) 2008 by dr. (B)(6) at (B)(6) due to graft exposure, dyspareunia and hematuria. It was reported that patient underwent cystoscopy, urethral dilatation, removal of skin tag from perirectal area, cautery of wart on left foot on (B)(6) 2010 by dr. (B)(6) at (B)(6) due to r/o retention, r/o urethral obstruction, perirectal skin tags, lesion on left foot. It was reported that patient underwent cystourethroscopy, excision of transvaginal synthetic sling and urethrolysis, excision of vaginal mesh and vaginal exploration on (B)(6) 2013 by dr. (B)(6) due to bladder obstruction, pelvic pain and complication related to vaginal synthetic mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.